Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted but the information provided is insufficient because the patient letter didn't specify whether they still had concerns or not and a resolution was not identified. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ipg is inconclusive because of insufficient event information. Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2004-(B)(6), product type extension , product ID 3889-28, lot# j0401906v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. After additional review, it was reported that the patient had it for years and ¿it never helped¿. It was noted that the patient never had it removed. It was reported that the patient had it in one hip and then they took it out and put it in the other hip and ¿it¿s just not working¿. Eleven days later it was reported that the device never helped the patient. After additional review, the patient was unsure if the device was ever removed because the patient did not know if they wanted to go through with the surgery. It was later reported that it was unclear if the patient still has concerns or not. The patient listed a scheduled appointment for (B)(6)-2013.